Event description:
Customer reportedly obtained results of lo (less than 10 mg/dl) and 281mg/dl on the active system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.